Event description:
Dealer called and stated that a client called to report smoke coming from his chair. Client was travelling on a flat road when he smelled smoke and his wife removed him from the chair.